Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous left anterior descending artery. A 2.5 x 33 mm xience xpedition stent delivery system (sds) was advanced with out resistance. However, the proximal shaft became separated outside the anatomy and was simply withdrawn. Therefore, another 2.5 x 33 mm xience xpedition sds was used to successfully complete the procedure. Although there was a delay in procedure, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.